Event description:
It was reported that during implant they were having a little bit of trouble with the thing and the health care provider (hcp) said do not touch it. The patient did feel the shock for a short time and they said after a while they wouldn¿t feel it. It happened a little bit after surgery and then it went away within a day or so. The patient felt it the whole time with the temporary one. It was clarified that by shocking the patient meant feeling the stimulation and the patient expected to feel it longer. The patient had not felt stimulation since january 2015. The patient had pain around their testicle and went several times to see their hcp and now they wanted the patient to go to pain management. Something just wasn¿t right and the patient thought there was something wrong with the device. The patient did not know how to work the patient programmer and was waiting for a call back from their hcp¿s office. The patient was told not to touch the programmer to make any changes, especially since their symptoms were managed. The patient tried working with the programmer, but kept getting the poor communication screen. The patient kept the antenna in their back pocket and would try placing the antenna directly on the skin over the implant. The patient tried to get their hcp to do something and they would not. The patient had been going back and forth with the hcp for at least a month. The patient¿s symptoms of frequency and leakage had improved since implant. Sometimes the patient felt like they needed to go, but didn¿t or only went a little bit. Other times the felt pressure and had trouble around the testicle area. The pain near their testicles came and went, but when it was present it lasted for a few days. It was mentioned that the implant incision was just fine and was not bleeding. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0rfuk, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).